Event description:
I had the essure permanent birth control device implanted in (B)(6) 2007. Since then, I've had recurring bad side effects including abdominal cramping, very bad menstrual periods, lower back pain, hip pain, bones aching, feeling tired all the time and was diagnosed a year ago with hashimoto's thyroiditis, an auto immune disease where my immune system is attacking my inflammatory response in the body and I think that essure may be the cause of my thyroid disease. Besides that, the other side effects have caused me to miss work because they are severe. The doctor who implanted the device really pushed for me to get this procedure, saying it was the safest, least invasive option of permanent birth control and then after 3 place, she ended up just doing an ultrasound. I have gone to my current ob/gyn who said she would have to basically mangle my uterus to remove the essure now.